Event description:
The physician reported the patient was undergoing an embolization of a wide neck basilar apex aneurysm which required "y" stenting with two intracranial stents. The physician reported he attempted to place a non-boston scientific coil, however the coil failed to detach and fractured. The loose coil was tacked up against the vessel wall with a third intracranial stent. The procedure was reportedly successful. The patient reportedly woke up with no problem. However, in ICU the patient was found to be over anti-coagulated and hemorrhaged. The patient's life support was terminated the following day. No further information was disclosed regarding this event.

Manufacturer narrative:
G.5: additional PMA/510/k: h020002/s5. The device in question will not be returned to boston scientific as it was implanted into the patient, and the patient expired. Therefore, boston scientific cannot conclusively determine the cause of the patient's death. In addition, because no batch number was given, boston scientific was unable to perform a review of the device history record or a similar complaint review. If any further, significant information becomes available, a supplemental report will follow. Until, such time additional information is received, boston scientific will consider this matter closed.